Manufacturer narrative:
The customer's allegation is still under investigation by merge healthcare. A supplemental report will be submitted when more information becomes available.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the hemo waveform monitor was freezing. As a result a patient was moved to another lab. There is no report of any adverse event or harm to the patient at this time. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could result in harm to the patient. Reference complaint number (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 24may2017. The initial report indicated in the b5 narrative that the customer reported the freezing issue on (B)(6) 2017. However after documentation review and confirmation, it was found that the reported date in the b5 narrative was incorrect and should have been (B)(6) 2017. However, b3 date of event contained the correct information. During troubleshooting activities, merge technical support instructed the customer to ensure that all cables were seated correctly and then reboot the hemo system. The customer then reported to merge technical support that this issue occurred during the previous week so the simulator/test plug was connected and allowed to run for forty-five (45) minutes. No issues could be found and the reported problem could not be re-created. It was found that the serial cable was connected to a pigtail connector, so merge technical support instructed the user to connect it directly into the com port. The customer confirmed that that freezing issue was corrected and the hemo system functioned as intended. The potential impact to a patient has been reviewed and the risk level has been assessed as medium (non-serious injury). No further actions are anticipated at this time due to the issue being readily apparent to the user, the assessed non-serious impact to a patient, and the confirmation by the customer that the correct serial cable connection corrected the reported problem. Revised information contained in this supplemental report includes the following: h6 - evaluation codes: methods code #1: 10 actual device evaluated. Method code #2: 3345 simulated use testing (testing the devices in situations that mimic real life settings but do not involve patients). Results code: 423 cable. Conclusions code: 14 device incorrectly prepared for use or modified (a device that is incorrectly modified or prepared for use by distributor, service provider, or user facility). H10 - indication of additional manufacturer information and corrected data are contained in this follow-up report.